Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens "unfolded backwards." Surgeon was unaware if it was an error on the facility as it is a pre-loaded lens. A tech from the facility reported the "plunger failed to catch the iol and retracted the plunger. Upon a second attempt of delivery the lens folded poorly. The surgeon requested a backup lens and the iol was replaced in the same procedure with no reported harm to the patient. Additional information was requested and received.